Event description:
The customer reported to olympus that during the therapeutic colonoscopy screening, a b30 error code kept showing on the evis exera iii colonovideoscope and the procedure and anesthesia were extended for approximately 40 minutes. The condition of the patient was not impacted and no medical intervention was required as a result of the reported problem. The procedure was completed with another similar device and the outcome was not affected.